Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Oversensing due to the phd feature was identified for this reported event; it should be noted that this phd feature is not available on devices approved in the u.s., i.e no such oversensing event can occur on u.s marketed units. (B)(4).

Event description:
Reportedly on (B)(6) 2011 follow-up, the physician observed that: - the battery voltage dropped down to 2.9v - the magnet rate was 87 min-1 - 767 ventricular fibrillations episodes were recorded in the device memory. The physician requested an explanation of the reported behavior related to the battery voltage decrease, oversensing associated to phd feature was identified for the recorded episodes. It should be noted that the phd feature is not available in us marketed devices.